Event description:
The device was returned to zoll for a scheduled preventive maintenance. During zoll's technical svc incoming inspection of the device it was identified that the device had no pacer output. There was no pt involvement in the reported malfunction.